Manufacturer narrative:
Pr (B)(4) supplemental MDR. No photos or samples were received by our quality team for evaluation. Therefore, the reported failure could not be confirmed. A device history record review found no non-conformances associated with this issue during production of this batch. The sterilization records were reviewed, and no abnormalities were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. --- section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) h3 other text : see narrative below.

Event description:
Customer stated that patient got an infection after using surgiphor. Spine doctor was operating on the patient and is not known to have infections according to the customer and she states that the patient got an infection and the only thing changed was the addition of surgiphor.

Event description:
Customer stated that a couple patients got an infection after using surgiphor. Spine doctor was operating on the patient and is not known to have infections according to the customer and she states that the patient got an infection and the only thing changed was the addition of surgiphor.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. H3 : no photos or samples are available.